Event description:
The customer reported a communication error and the system lock-up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.